Event description:
While troubleshooting for a check final line alarm, the home patient (hp) disconnected and reconnected the final bag. During troubleshooting, the hp realized that the final bag was attached to the supply line. The technical service representative (tsr) advised the hp to close the clamp on the supply line, leave the bag attached, and add a new bag to the unused final line. The hp elected to clamp the supply line and switch the used final bag to the final line. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). This complaint is for a report of a use error during priming, where the home patient stated that he disconnected and reconnected the final bag to clear the alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse any disposable supplies. The guide warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. The guide warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. If any relevant information is obtained, a supplemental report will be submitted.